Manufacturer narrative:
Radiographic image review result- a lateral xray for CT posterior spinal fusion. No hardware failure seen in this image. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of csr involved in psf (posterior spinal fusion) procedure. Levels implanted: c2-t2. It was reported that right tapered rod was broken. No broken fragments left in the patient's body. There was no delay in overall procedure time. Patient was not hospitalized prolong as a result of this event. Reported they might have removed the nut and rod for performing decompression additionally, and the right rod was broken when preparing. Product was used correctly according to the directions given in the IFU/labeling. Reported event was revision surgery for csr. Initial surgery was performed with non-mdt product. Procedure involved in initial surgery was c3/4: psf for plasty hirayama disease. Additional treatment: foraminotomy c5 /6 /7 left was performed. Additional comments about the event: (B)(6) 2007 hirayama disease. C3/4: psf performed with non-mdt product (B)(6) 2021 csr c2-t2: psf non-mdt product removal could not be performed. The right head came off on one side, and there was no choice but to leave product on the left and hybrid with vs. On 2021-june-25, received additional information that, the rod might be removed because the decompression would be performed when the operation started, and it seemed that the rod breakage was noticed during the operation. On 2021-aug-18, received information that rod edges were separated. Set screw m6 mesh had scratches and deformations on the tip and thread. Both so47 break off set screws were found to be deformed and damaged at tip and scratched at threads. Hex hole of unknown setscrew was found to be stripped.